Manufacturer narrative:
This report is related to MFR. Report 3003910212-2011-00022 where the physician reported multiple occurrences where the device was believed to be the contributory cause of a fistula. However, no additional specific information was provided until now. The reporting physician provided an implant date and date of event specific to two of the patients. This report is for patient #2.

Event description:
A physician reported that a patient underwent an open abdomen procedure for traumatic injuries where gore bio-a tissue reinforcement was used. The physician reports that approximately four weeks post op, the patient developed an enteroatmospheric fistula out lateral around the edge of the device. The patient is described as nutritionally deficient and the tissue of the bowel is described as very thin and "friable". The stiff edge of the device rubbing on the bowel is believed to be the contributory cause of the reported fistula. The device remains implanted and the patient remains in the care/supervision of the physician. Additional, event specific information is not available.